Manufacturer narrative:
D4 serial # and unique identifier (UDI) #, h4 device mfg date, and h6 annex b and annex c have been amended. Device evaluation: medtronic led an evaluation of the associated device data for the reported surgeon console (sc). Evaluation of the device data indicates that the logs do not show any errors occurring with the storz endoscope unit¿s connection to the system. Evaluation of the device data for the reported surgeon console noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic right nephrectomy during the superior aspect of the right kidney mobilization, all screens had a fully blackened endoscope image on the tower and surgeon console. When checking the endoscope system, the light source was flashing and there was a burning smell. The operating room team removed all instruments, undocked the system, and moved the robotic arms away from the patient to safely shut down the system. When the system was restarted, the issue recurred along with theburning smell. The surgeon converted the surgery to a laparoscopic surgery to avoid further incident. It was found the karl storz hardware was smoking inside after the procedure and it will be returned for further analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic right nephrectomy during the superior aspect of the right kidney mobilization, all surgeon console screens became black. When checking the endoscope system, the light source was flashing and there was a burning smell. The operating room team removed all instruments, undocked the system, and moved the robotic arms away from the patient to safely shut down the system. When the system was restarted, the issue recurred on the surgeon console along with the burning smell. The surgeon converted the surgery to a laparoscopic surgery to avoid further incident. There was no patient injury.